Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k061118.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the onetouch ultraeasy meter was giving inaccurately high readings compared to another manufacturer's meter. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2011 at 8:00 pm, the patient obtained a blood glucose reading on the reported meter that was "50 mg/dl higher" than a result obtained on another manufacturer's meter; the patient was unable to provide specific results. Based on this elevated meter reading, the patient took the actions of eating less, and took six units humalog insulin. Thirty minutes later, the patient experienced the symptoms of dizziness, shaking, sweating and fatigue. It would have been helpful to determine the specific readings obtained, the patient's expected readings, if she received any treatment for her symptoms, her diabetes medication regimen, and the patient's blood glucose readings, meals and medications prior to this event. Troubleshooting revealed the patient's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient used expired test strips, which can cause inaccurate readings. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore, this complaint is being reported.